Event description:
The wife reported via phone call that the customer passed away. The details of the customer's death were not reported at the time of the call. The caller declined to return the insulin pump for analysis at the time of the call. Pending information from family members to complete the death notification.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.